Event description:
It was reported that on (B)(6) 2011 the patient presented with neurologic deficit, severe lumbar stenosis, l4-5 spondylolisthesis instability, and l4 spondylolysis. The patient underwent bilateral revision decompressive laminectomy l4-5, discectomy and fusion l4-5 using peek interbody devices, rhbmp-2/acs and spherx nuvasive pedicle screw fixation. Bilateral posterolateral fusion was also performed l4-5. Bmp was placed within the cage. There were no noted complications. On (B)(6) 2012 the patient presented with l3-4 adjacent segment disease, intractable pain, lumbar spine spondylolisthesis with radiculopathic pain to the left lower extremity. The patient underwent l3-4 revision laminectomy, l4-5 hardware removal and l3-4 plif. Peek interbody cage, titanium posterior instrumentation, local autograft, and rhbmp-2/acs were used. There were no noted complications. Patient was discharged on (B)(6) 2012. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.